Event description:
Physician reported "high implant" and capsular contracture baker grade iii on the right side, diagnosed by palpation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. Explante date: explant is in the future. Patient age: (B)(6).

Event description:
The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified, weight to the spec and crease fold. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process."